Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where medication was not available. A technical support specialist (tss) instructed the customer to use add item under patient and confirmed that the customer was able to find medication resolving the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower system had an issue where medication was not available. The customer stated that when they tried to issue medication, they were unable to find it in the cabinet, even though the pharmacy indicated that it should have been stocked. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.